Event description:
Boston scientific received information that the patient with this pacemaker was admitted to the hospital based on loss of capture. When the device was interrogated, it was found to have reached end of life (eol). A surgical procedure was performed and a new pacemaker as well as a new lead were implanted. No adverse patient effects were reported after the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided, or if this device is returned to boston scientific for analysis.